Event description:
Patient reported meter/hcp meter (side by side) comparison test readings were 370 mg/dl (ss) versus 231 mg/dl (hcp), respectively. Patient said was not feeling particularly well. The meter code (20) was not set to match test strip code (4). Lfs representative reviewed meter coding with patient. Control solution test reading was in range. Unable to reach patient by phone to follow up. Letter was sent to patient requesting that the patient contact lfs. There was no allegation of harm.